Manufacturer narrative:
Update: manufacturing information tab: section h: type of reported complaint updated from "serious injury" to "malfunction".

Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The users alleges they have had two philip devices of which the patient alleges they were burnt from the device on the face and throat while using the device for approximately 15 mins. The patient has expressed their anger and has stated they refused to return the device. "If philips wants the device the need to come get it themselves" at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.